Event description:
This lead was implanted on (B)(6) 11 and remains implanted. It was reported to technical services on (B)(6) 11 that thresholds are at 1.5v now is 5v at 1 ms and they are programming to 6.5v at 1 ms. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).